Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 562 mg/dl. Bg level was corrected with a manual injection. The customer continued to use the pump for insulin therapy.